Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The planned non-emergency treatment procedure was completed as planned as the customer used another protocol. The customer turned on the interventional workspot (iw) and performed a warm and cold system restart. The customer was able to solve the reported issue by choosing another protocol. A philips field service engineer (fse) visited the site and sent the xper database to the technical support specialist (tss) for investigation. The tss was not able to determine any grievances. The fse validated and accepted the xper database and performed a function check. Logfile analyses showed that the chosen protocol was the stentboost procedure. For this procedure to work, the iw should be turned on, however the logfile showed that at the time of occurrence the iw was turned off. After the validation, acceptance and function check, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the customer was unable to perform x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.